Event description:
It was reported that the device had been sent for repair to repeat service for the same problems in 5 months after the repair. (Frequent l3-021 errors during initialization, device was sent to us for repair due to l3-021 error). There was no adverse patient consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump and the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.